Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A similar event with another device from the same reported product code/lot number combination was reported. See MDR 2243441-2017-00017. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported collagen, outside of skin with the involved angio-seal evolution device. The following information was provided by the user facility: the patient was (B)(6); an angio seal evolution 6fr device was used to perform a diagnostic angiography procedure; during the closure of the puncture and after the doctors deploy the anchor, they pulled the device handle into full rear position and the sleeve snap locked; when both doctors pressed the suture release button and pullback the device handle to complete the hemostasis, the device left out the collagen and suture without covering the puncture area, outside the patient's body; there was no outside presence of the anchor observed; hemostasis was achieved with manual pressure; and there was no complications, no hypertension, no peripheral vascular disease reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6f angioseal evolution was returned to terumo medical corporation at (B)(6), md for evaluation. One carrier tube assembly was returned mated with the hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath, but was not in the full rear-lock position; one side of the deployment sleeve was only partially extended (not locked into the corresponding handle receptacle) resulting in a canted orientation. .the collagen/anchor knot was returned separately and in a state of decomposition. It was unclear if the anchor was decomposed due to exposure to moisture. The carrier tube and hemostasis sheath were bent in a 'u' shape. The compaction marker was fully exposed. A part of compaction tube was visible exiting from the tip of hemostasis sheath. The overall device condition was consistent with deployment. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube removed. No damage or other visual anomalies were noted to the rack distal end stem or the compaction tube proximal end bore. The length of the compaction tube was 6.48" and the outer diameter was measured to be 0.0545".the measurements were in conformance to specifications per the revision of the drawings active at the time of manufacturing as referenced in the DHR. Angioseal evolution IFU (tis-827-11232016) was reviewed and the following relevant information was noted on page 8: note: once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker (as shown in figure 15) in order to prevent anchor deformation and/or collagen tearing. The exact root cause of the event cannot be determined based on the available information but based on historical review of complaints database it is likely that the user continued to pull beyond the proximal end of the colored compaction marker leading to anchor deformation and collagen tearing. The returned device was functionally and dimensionally tested with no anomalies found per the manufacturing specifications. The likely cause of this event is user error as detailed in the product evaluation section. One previous report for this issue with this product/lot for tmc records. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.